Event description:
The reporter stated that the device "failed accuracy" and delivered 9.4% under specifications. No adverse effects to patient reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of delivery acuaracy was not verified. The event log did show one 10 milliliter bolus was delivered before return to service. The pump passed all testing and meets specifications so no actions were taken at this time. The problem source is unknown.